Event description:
The report received from the affiliate indicated that the .014" floppy atw 195cm guide wire was cut in two pieces. Distal radiopaque tip (3cm) was left in the proximal left anterior descending (lad) coronary artery of the patient. The procedure was a percutaneous coronary intervention (pci). The patient was stable after the procedure. The device will be returned for analysis.

Manufacturer narrative:
A procedural cd was received. The film review is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Addendum (12-jan-2015): additional information was provided by the affiliate. The event occurred at the beginning of the procedure. The separated segment was not removed from the patient. The patient¿s current status is ¿normal/good.¿ the patient is being monitored. The wire did not kink during use but prolapsed. The wire tip repeatedly prolapsed during placement. The tip did not remain in a prolapsed position during treatment of the lesion. The wire ¿possibly¿ became fixed/caught in the lesion. The wire tip was visible on fluoro throughout the procedure. The wire was not removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was re-shaped gentle with a needle by the user before inserting it into the patient. The wire was not used for treatment of another lesion prior to the event. The vessel was calcified with a rate of 99% stenosis. There was no vessel tortuosity. The lesion was not bifurcating and was not a chronic total occlusion (cto) (100% occlusion for > 3 months). A ¿drilling¿ or ¿jackhammer¿ technique was not used to recanalized the vessel. There was ¿not really¿ any difficulty tracking the wire through the vessel/lesion ¿but the wire went into a small side branch.¿ the wire behaved normally. There was no resistance/friction noted between the wire and the other devices during insertion or withdrawal into another device. The wire was not advanced through the struts of an existing stent. The wire was advanced into the proximal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The physician¿s dictated summary/procedure log and cd is available for review. The complaint product was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Addendum (21-jan-2015): a catheterization report was provided by the affiliate. The patient was admitted with an anterior stemi and had emergency cardiac catheterization performed. Access was made via the right femoral artery. The left main coronary artery was normal. The left anterior descending (lad) artery was long subocclusive 95% over the proximal third with timi 2 anterograde flow, narrow first diagonal. No lesion was visualized in the circumflex. The right coronary artery was a dominant vessel presenting 40% arteriosclerosis over the first segment and 30-40% lesion in the 2nd and 3rd segments, arteritis of the proximal lad. Limited anterolateral and inferoapical akinesia was noted, ef>50%. The hemodynamics was normal. Intervention was performed: revascularization of the lad via an atw guidewire, complicated by rupture of the distal part of the guidewire left behind in the proximal lad. Use of a second choice floppy guidewire, followed by direct stenting by means of a resolute stent (des) of 3.25 x 22 mm and a second stent of 3.5 x 9 mm immediately proximal to the first stent. Inflation at the overlap. Excellent final result. There were no complications. Mild elevation of ck-mb to 146 ug/dl. Conclusion: anterior infarction with st segment depression due to occlusion of the proximal lad, revascularization by angioplasty and stent implantation. The patient returned to the hospital in order to continue rehabilitation. A procedural cd was sent for review.

Manufacturer narrative:
Film review findings: the findings of the coronary angiography reveal a sub-total proximal left anterior descending stenosis. There was approximately 95% occlusive lesion with timi grade 2 flow into the vessel. There was no significant calcification, there was no significant tortuosity or angulation and the distal lad was free of significant disease. An atw wire was advanced and distal tip was avulsed and left in the proximal lad and left main. A second wire was utilized and the lesion treated. The findings represent sub intimal placement of the wire which led to the entrapment and subsequent avulsion of the distal tip of the wire. I doubt this represents a product malfunction and seems more likely technically induced by the sub intimal positioning of the wire. She did have elevated cardiac enzymes and, in this particular scenario, consideration for coronary bypass grafting to remove this fragment rather than leave this thrombogenic nidus in the left main must be considered. Complaint conclusion: during a pci it was reported that the guidewire separated in two pieces with the distal piece remaining in the patient. Per the film review; ¿the findings of the coronary angiography reveal a sub-total proximal left anterior descending stenosis. There was approximately 95% occlusive lesion with timi grade 2 flow into the vessel. There was no significant calcification, there was no significant tortuosity or angulation and the distal lad was free of significant disease. An atw wire was advanced and distal tip was avulsed and left in the proximal lad and left main. A second wire was utilized and the lesion treated. The findings represent sub intimal placement of the wire which led to the entrapment and subsequent avulsion of the distal tip of the wire. I doubt this represents a product malfunction and seems more likely technically induced by the sub intimal positioning of the wire. She did have elevated cardiac enzymes and, in this particular scenario, consideration for coronary bypass grafting to remove this fragment rather than leave this thrombogenic nidus in the left main must be considered.¿ a non-sterile unit of cardiology wires & metals sgw atw .014 str floppy 195cm was received inside of a plastic bag. The coiled guidewire was inspected visually and it was found a kink condition at 187 cm from proximal tip end and a fracture / separation at 193 cm from proximal tip end, the other section of the separation was not received for analysis also the sheath of the guide wire presented an accordioned condition. No other anomalies were found during visual analysis. The functional test could not be performed since the distal tip of the guidewire was received fractured. Guidewire was sent to sem station for analysis and sem results showed that the guidewire was induced to torsion conditions until separation due to the elongations observed on the fractured section. No other anomalies were found during sem analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10393224. This packaging lot contained 950 units, which were shipped from lake region medical limited on may 12, 2014. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failures by the customer as ¿distal tip / fractured-separated/in patient (cardiovascular)¿ and ¿distal tip / prolapse¿ were confirmed as the condition as the product was received. The cause of the event experienced by the customer as well as the fracture, the kink and the accordioned condition could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by vessel characteristics and/or the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).